Event description:
Per distributor's complaint report, during coil retrieval, severe resistance was encountered and unintended detachment occurred. Due to the coil unraveling and eventually broke, an attempt to snare the coil failed and 2cm of the coil's distal part remained outside the aneurysm.

Manufacturer narrative:
The device has not been received in our facility. A follow-up summary report of evaluation will be submitted/mailed post evaluation completion.